Manufacturer narrative:
The gas delivery system (gds) was returned to the manufacturer for failure investigation. The part was visually inspected and no damage or contamination wee found. The gds was placed in a test ventilator for testing. There were no failures identified.

Event description:
The bench technician reported the da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter reference failed). There was no patient involvement.